Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his one touch verio 2 meter had displayed an apply sample message when trying to test. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance reviewed the call. The patient reported that the alleged product issue first occurred on ¿(B)(6) 2015, in the afternoon¿. The patient manages his diabetes with insulin self-adjuster including humalog (sliding scale), levemir and novolog. The patient reported that the alleged product issue has caused him to have high and low blood sugar results but denied that he developed any other symptoms. The patient stated when his blood crashes he take food and drink no medical intervention was required. The patient stated that he obtained a blood glucose reading of "453mg/dl" on an "accucheck aviva" meter on (B)(6) 2016. At the time of troubleshooting the cca noted that it was not the first time the subject meter was in use. The patient was using the correct testing steps and testing strip. The issue remained unresolved as the patient did not have any test strips to trouble shoot. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.